Event description:
It was reported, the patient had a motor vehicle accident a few years ago and one of the implantable neurostimulators (ins) shifted in the pocket. A patient injury was reported. Both inss were moved to an abdominal location. The reporter stated, the issue seemed to be bilateral even though only one ins actually shifted in the pocket. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-04119.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2007 (B)(6); product type implantable neurostimulator product ID 748266, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3389-40, lot# j0219953v, implanted: 2002 (B)(6); product type lead product ID 748266, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3389-40, lot# j0124596v, implanted: 2002 (B)(6); product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).